Manufacturer narrative:
It was reported that during recuts of the femur, dr. Attempted to adjust the position of the mics but it was stuck in the unlocked position and would not lock. He finished the cuts and after it was noted that the small grey plastic locking mechanism was broken. The broken pieces were found on the floor. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. CAPA 2127499 has been raised for lost product. If the device is returned then the complaint will be reopened. Visual inspection of the provided photos confirmed the broken locking mechanism. Product history review: device history records indicate (B)(4) devices were manufactured under prodex lot k0aes and all 25 devices were accepted into final stock on 10/30/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0aes shows no additional complaint related to the failure in this investigation. Conclusions: the positioning of the mics failure could not be determined as the product was not available for inspection. The broken locking mechanism was confirmed by the provided photos. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
During recuts of the femur, dr. (B)(6) attempted to adjust the position of the mics but it was stuck in the unlocked position and would not lock. He finished the cuts and after I saw that the small grey plastic locking mechanism was broken. I found the broken pieces on the floor. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During recuts of the femur, dr. (B)(6) attempted to adjust the position of the mics but it was stuck in the unlocked position and would not lock. He finished the cuts and after I saw that the small grey plastic locking mechanism was broken. I found the broken pieces on the floor. Case type: tka.